Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2015 due to a periprosthetic femoral fracture after a patient fall. The stem, modular head, and active articulation liner were replaced by another biomet active articulation liner and competitor femoral components. It is unknown if the fracture occurred during the initial procedure or if it was sustained when the patient fell. The patient fell due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."